Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited backup vvi operation. The patient presented in clinic and the device was interrogated. Programming changes were made. The patient was stable and had no ill effects from back up mode or reprogramming.

Event description:
New information received stated that the backup vvi operation was discovered remotely on (B)(6) 2018.